Event description:
During the index procedure the patient had an endeavor resolute rapid exchange (rx) drug-eluting coronary stent implanted in the mid lad. A grade b distal edge dissection is reported to have occurred post stent implant. Another endeavor resolute rx stent was implanted, overlapping, to treat the dissection. Approximately 14 months post index procedure the patient underwent a target vessel revascularization of the distal lad. The investigator assessed that there was a possible relationship between the event and the study device and the procedure. The patient recovered with treatment. On review of this event it was noted that both endeavor resolute stents were implanted beyond their expiration date. Please note that this device (endeavor resolute) is under investigation pursuant to an ide; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dissection, target vessel revascularization). Failure to follow instructions (IFU instructs the user to use product before ubd). Evaluation, conclusions: user error contributed to event (IFU instructs the user to use product before ubd). (B)(4).